Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery loss anomaly and no a21 alarm noted during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer reported that they were able to clear the alarm and able to rewind the insulin pump. The customer reported that the insulin pump error alarm was reoccurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.